Event description:
It was reported taht the atrial lead exhibited undersensing, high impedances, and no capture. The lead was suspected to have been cut during a valve surgery the previous day. The lead was subsequently turned off, and remains implanted. It was further reported that the atrial lead dislodged during an unrelated surgery. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead exhibited undersensing, high impedances, and no capture. The lead was suspected to have been cut during a valve surgery the previous day. The lead was subsequently turned off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.